Event description:
It was reported by service report that the scale fluctuates because of a faulty load cell. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: load cell.